Manufacturer narrative:
Weight: correction. Manufacturer's investigation conclusion: review of the submitted log file showed the pump operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 3 months, 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. Patient was re-admitted on (B)(6) 2019 with acute anemia. Hemoglobin was 4.8 g/dl and hct was 17.4 %. Inr at the time was 4.8. On (B)(6) 2019 there was a tagged red blood cell (trbc) scan but there was no obvious signs of bleeding. On (B)(6) 2019, a capsule study showed gastritis with angiectasia in gastric antrum with stigmata of recent bleed. On (B)(6) 2019, an endoscopy performed which showed erythema to mucosa in antrum. Single non bleeding angiectasia in duodenum was clipped. The bleeding resolved from the angiectasia in the duodenum, but it was clipped. Patient was treated with 3 units of packed red blood cells (prbcs) along with octreotide and protonix IV.